Event description:
It was reported by the customer PICC line placed april 10th issues developed where PICC line port could not be used, unable to flush and aspirate from red port. Altaplase was put in line but it did not clear the line. No apparent harm, inconvenient. Additional information 09-may-2023 : the piccs were being used for IV therapy including fluid, antibiotics and nutrition. The staff were trying to flush the piccs as per protocol. We attempted to deal with the piccs using alteplase, antibiotics and nutrition held. Caused a delay in antibiotic therapy and nutrition. There were no further surgeries, tests except for PICC lines needing to be rethreaded and/or replaced.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a catheter unable to infuse is not confirmed because the issue could not be reproduced. One 5 fr d/l powerpicc solo was returned for evaluation. An initial visual observation showed abundant blood use residues throughout the returned catheter, and a significant amount of blood was observed in the red lumen extension tubing. A functional test of attempting to infuse water into each lumen using a 12 ml syringe revealed each lumen to be patent to infusion without resistance. An attempt to aspirate water through each lumen using a 12 ml syringe was successful without resistance, manipulation of the device, or difficulty. A microscopic observation revealed nothing remarkable along the returned catheter. Because the catheter was patent to infusion and aspiration without resistance, the complaint of a catheter having difficulty with infusion and aspiration could not be confirmed. Potential causes of difficulty aspirating or infusing may include placement techniques or environmental factors contributing to the devices suspected failure.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3: device not returned.

Event description:
It was reported by the customer PICC line placed april 10th issues developed where PICC line port could not be used, unable to flush and aspirate from red port. Altaplase was put in line but it did not clear the line. No apparent harm, inconvenient. Additional information 09-may-2023. The piccs were being used for IV therapy including fluid, antibiotics and nutrition. The staff were trying to flush the piccs as per protocol. We attempted to deal with the piccs using alteplase, antibiotics and nutrition held. Caused a delay in antibiotic therapy and nutrition. There were no further surgeries, tests except for PICC lines needing to be rethreaded and/or replaced.